Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular exhibited high threshold and decreasing impedance. The lead was capped during a routine device changeout.